Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
At the end of the cryoablation atrial fibrillation procedure, upon removal of the catheter from the patient, it was discovered that the catheter tip was fractured. A bend in the catheter was noted during the transseptal portion of the procedure despite the catheter being in the neutral position. The procedure was completed without replacing the catheter and no adverse consequences for the patient. No report of difficulty while inserting through the sheath up into the heart.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to this complaint investigation. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.